Event description:
Distributor (B)(6) reports that there was a generator failure causing loss of fluoro capability. Fluoro capability was loss at the end of the procedure due to the generator melting. Pt procedure: insertion of urethral stent. There was no adverse effect to the pt; pt was moved to the recovery room.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation a medwatch 3500a supplemental report form will be submitted.